Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker¿s battery had three years remaining but had reached end of life (eol). Boston scientific technical services (ts) suspected that it was related to programmer that had an incorrect data that was synchronized with the device. Furthermore, ts suggested that replacement of device is needed. An attempt to obtain additional information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.